Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying 90 mg/dl and stated he didn¿t feel like his blood sugar was at 90 mg/dl. Fifteen minutes later, the patient passed out and his wife called the paramedics. When they arrived, they tested his blood glucose and the meter was displaying 20 mg/dl. The patient was treated with intravenous (IV) therapy and regained consciousness. At the time of contact, the patient was feeling better. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.